Event description:
Based on the medical records received, the patient underwent a successful tf tavr procedure with 26 mm s3 ultra valve. ''Smooth deployment of valve'' without evidence of paravalvular leak on tee. The patient tolerated the procedure well and was transferred to the post-procedure recovery area in stable condition. There were no complications or difficulties with the edwards devices noted. Postoperatively in the pacu the patient developed acute onset dysarthria, and significant right-sided weakness. A stroke alert was called. On post operative day (pod)-1 status post (s/p) tavr an magnetic resonance imaging (MRI) study done confirmed multifocal areas of acute infarction with tiny (petechial) hemorrhage conversion in area of infarction due to tavr. Pod-2 follow up CT reported a left middle cerebral artery (mcs) territory infarct is present without evidence of hemorrhagic conversion. The patient had dysphagia due to the acute cerebrovascular attack, requiring tube feeding, and was very lethargic with altered mental status. Upon discussion with family, it was decided to hold off on hemodialysis and to change the code status to do not resuscitate (dnr). The patient was discharged the patient home with hospice care on pod-7.

Manufacturer narrative:
Per the instructions for use (IFU), permanent or transient neurological events such as transient ischemic attack (tia) and stroke are known potential adverse events associated with the thv. Procedure and the use of the edwards thv devices. According to the literature review, and as documented in a clinical technical summary written by (B)(6), stroke is recognized in the literature as a well-known complication in a small number of patients undergoing thv. Risk factors correlating with several patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during thv are undoubtedly multifactorial, the dominant etiology likely being intraprocedure embolic events. A transcranial doppler study during thv demonstrated that most procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef <30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no significant differences in the frequency of late strokes between thv and avr patients. After thv, there appears to be a more considerable proportion of early strokes occurring < 24 h post-procedure, but thv patients with multiple co-morbidities are probably at higher risk of both early and late strokes. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest that procedural factors (embolic event) and patient factors (89-year-old high risk patient with a high risk for surgery, sts score 18.0) may have caused or contributed to the event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. H3 other text : not returned for evaluation.

Event description:
Edwards thv implant patient registry received a notification from a patient's relative, that the patient passed away due to ''the tavr implantation.'' The patient underwent a transfemoral tavr procedure with a 26 mm sapien 3 ultra valve. Per the reporter, ''apparently debris traveled to the brain causing a stroke'' (the exact date of the stroke event is unknown). The patient was unable to speak or swallow and subsequently passed away on post operative 9.